Manufacturer narrative:
Insulin pump received with blank display due to corroded battery cap and battery tube compartment. Device power up properly after replacing battery cap. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.